Event description:
Additional information received from the patient reported that he was implanted for frequent urination at nighttime. The therapy worked so great to the point where his doctor suggested turning the device off because she thought his nerves were possibly regenerated. The device was then turned off and he had success without the therapy. The patient's frequency of urination at nighttime started going up again in 2014, so the doctor said to turn the device on. A manufacturer representative (rep) was there when the doctor attempted turning the device on, but they could not turn it on. The reason was due to another health condition; dropping blood pressure. The patient also fell down two times on his buttock and the doctor and rep felt it must have broken the leads. He then just put up with symptoms for a while, but they got so bad to where he was getting up ten to twelve times a night and he had not slept. The patient was referred to a closer doctor who suggested replacing the broken machine. He got the new system as suggested.

Event description:
Additional information from the consumer reported that the implantable neurostimulator (ins) was broken due to a fall. The patient turned stim off for a long time. He was not sure how many years it was turned off but it was when they decided to try the stim again after symptoms had returned they discovered the ins was broken. The fall was really bad and the patient landed on his right hip.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v338572, implanted: (B)(6) 2009, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v338572, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported turning the device off after about a year and continued to do well. However, the patient had a fall when the device was off. When the device was turned back on, it was determined that the wires "had broken off." There was a loss of therapy, including urgency and getting up 13 times per night. The event occurred sometime prior to (B)(6) 2013, but the exact date was unknown. It was noted that it was 3 years prior to the report; it was not repaired "until recently." The patient was having the device replaced because it was "not functioning right." The device stopped functioning a while ago, but it was not certain if it was due to normal battery depletion. On (B)(6) 2014, the device was checked which showed abnormal impedance consistent with device malfunction. Additional information received on (B)(6) 2015 from the consumer reported a new device was placed 12 days ago due to frequency, urgency, and volume. It was unknown if the whole system was replaced, however. Indication for use included urinary dysfunction.